Manufacturer narrative:
The complaint is confirmed. (1) unpackaged ar-12350 was received for investigation. Visual inspection revealed signs of wear and tear, including scratches and fading laser marks. Functional testing revealed the device is incapable of punching though the testing material. When the punch mechanism encounters resistance, it fails to close completely, even though the finger handle has traveled the full distance towards the thumb handle. Since the device was manufactured in or before july of 2015, the probable cause can be attributed to normal wear and tear.

Event description:
It was reported that during a meniscectomy surgery the central axis of the third device broke. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same devices. It was not necessary to switch the surgical technique or do a second surgery. Update 20-aug-2021: it was confirmed that the surgery took place in iran and one device broke inside the patient. All broken parts were retrieved from the patients body and no further complications occurred.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.